Event description:
Had essure placed in (B)(6) 2011, as an alternative to standard tubal ligation. Started experiencing overwhelming debilitating fatigue and over all generalized pain shortly after it was placed. Have since had steadily declining health that includes, but is not limited to, new onset of hypertension require three medications to control, increased intensity and frequency of migraines, chronic daily headaches, irregular menstrual cycle, increased frequency of menstruation, heavy menstruation, fatty liver, bosniak 2f that progressed to "at least a bosniak 3" that will require me to have a partial nephrectomy (B)(6) 2016, "brain fog, new onset severe incapacitating double vision. Multiple dental carries and dental work, anxiety, depression requiring medication. Hair loss, weight gain, chronic peripheral edema, tachycardia, over all generalized weakness. Increased sweating, constant flushing of the skin, severe dry itchy skin, peeling skin on my hands. Brittle nails, recurrent bacterial vaginosis, increased thickened facial hair, increased and thickened body hair, hair loss on my head. Increased gingivitis and frequent oral thrush, increased vaginal yeast infections. Increased respiratory infections that last longer than they use to all resulting in multiple blood tests. Radiologic procedures, loss of work, income, time with my children and livelihood due to inability to function. I will more than likely to have a hysterectomy to remove the essure coils.